Event description:
Meter name: one touch ultra. Strip name: one touch ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: tired and sleepy. A patient reported they were not able to get a reading on meter. Their meter allegedly would not power on. Not able to get a result at all on meter. Meter was not compared to any other equipment. There was no treatment. No further information has been reported.